Event description:
The hospital reported that during a coronary artery bypass procedure, the xp-3000 would not tighten down as the cable was broken. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that there were no non conformities with the device. A functional test was performed to determine if the xpose would tighten or not. The mount knob was turned clockwise to lock the interlinking arm. The device performed according to specifications. Based upon the findings above, the reported complaint "would not tighten" could not be confirmed. (B)(4).